Event description:
It was reported to philips that the heartstart mrx defibrillator ECG lead connections did not have good contact and there was intermittent dropping of lead signals. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.